Manufacturer narrative:
On (B)(4) 2015, it was communicated that no critical delay were observed. On (B)(4) 2015, the responsible of packaging dept. Checked the images received with the following comments: considering the pictures of the event enclosed I can infer that the piece, that remain attached to the liner involved in the event, is the mousse star. This is the first event reported due to mousse star breakage. It is not possible establish a certain root cause but I can consider the event as an use error committed from the medical staff, probably, while they are taking the liner with the pliers they took mutually the mousse star that remained under the liner. On (B)(4) 2015 the responsible of packaging dept. Checked the retrieved item with the following comments: from the pieces returned is not possible establish a certain root cause that involve the mousse breakage. As the pictures shown the mousse piece broken was not returned, it is only available the star mousse that was remained intact. Anyway, as previously infer, the event is an use error committed from the medical staff, probably, while they were taking the liner with the pliers they took mutually the mousse star that remained attached under the liner. Batch review performed on 02 october 2015: lot 148366: (B)(4) items manufactured and released on 25 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue.

Event description:
When the inlay was implanted there was something white between the cup and the inlay. The inlay has been removed with a screw. A bit of the white plastic which is in the box was fix to the inlay. A new inlay was implanted.

Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2015 it was sent to the initial reporter and the case was closed.